Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000089-2007-00359, 6000093-2007-00486. It was reported that 393 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Lesion 1 was a 3.0mm, 95% stenosed, 28mm long portion of the mid right coronary artery (mid rca) that was moderately calcified and moderately tortuous. The physician treated the lesion with predilatation and successful placement of 3 taxus express 2 (2.5 x 24mm, 2.75 x 32mm, 2.5 x 24mm) study stents overlapping them by 3mm. Residual stenosis was 10%. Lesion 2 was a 2.5mm, 80% stenosed 14mm long portion of the distal left anterior descending (dist lad) artery. The physician treated the lesion with direct stent placement using a 2.5 x 24mm taxus express2 study stent. Residual stenosis was 0%. There were no reported complications. The pt was discharged the next day on aspirin and plavix. A 393 day post index procedure angioplasty was performed to the mid rca due to in-stent restenosis and distal edge stenosis. In the opinion of the physician, the relationship to taxus stent was "probable." A non bsc stent was also deployed in the mid lad. In the opinion of the physician, the relationship to the taxus stent was "not related." The patient was discharged 3 days later.